Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-2000 c-ring broke off in the patient's leg. The c-ring was retrieved endoscopically. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
The device was returned to cardiac surgery on (B)(6) 2010 for investigation. A supplemental report will be submitted when the investigation is completed. (B)(4).